Event description:
Procedure type: laparoscopy. According to the reporter: the balloon "popped" on one side while inside the pt's cavity. Surgeon searched the cavity for pieces and found none. A new instrument was used to complete the procedure. No pt injury was reported.